Manufacturer narrative:
The advocate ended the call before the customer's information or product information could be obtained. Without the meter serial number, it's not possible to determine the manufacture date.

Event description:
The advocate alleged the customer's blood glucose was tested using her contour ts meter and the customer's contour ts meter. One meter read 180 mg/dl, while the other read 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot or provide additional information before ending the call. No product will be returned.